Event description:
The customer alleged a cidex opa solution leak. The customer stated the leak was dripping from underneath the unit. The leak occurred around the reservoir due to an old sealant. No injuries were involved. The customer cancelled the service call and repaired the unit by replacing the old sealant. The customer stated the unit is in operation and no leaks are present.

Manufacturer narrative:
The vendor evaluated at the customer's site. The customer replaced the old sealant. Customer repaired the unit.